Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that phaco power was not coming from an ophthalmic system, gas hose was leaking and footswitch cable was loose. The procedure and patient details were unknown. Additional information has been requested but none received till date.

Manufacturer narrative:
The company representative was able to replicate the reported phaco issue by replacing the ultrasound module. The reported gas leak was confirmed and resolved by replacing the nonconforming gas hose. Then the nonconforming footswitch cable issue was confirmed and then the cabling was replaced to address the issue. The system was then tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. Nonconformance investigation (nci) was opened fand later determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿phaco power issue¿ is attributed to a nonconforming ultrasound module. The root cause of the reported ¿gas leak¿ is attributed nonconforming gas hose. The root cause of the reported ¿loose cabling footswitch issue¿ is attributed to a nonconforming footswitch cabling. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).